Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be depressed and was inactive. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be depressed and the indicator window had no change. Hemostasis was achieved by manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. No visible damage was noted on the device or packaging prior to use. A non-cordis catheter sheath introducer (csi) was used. The femoral artery was verified to be suitable via angiography with an appropriate insertion angle and a vessel diameter =5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stents near the puncture site, and no pre-existing vascular abnormalities. However, vessel stenosis greater than 50% was present at or near the puncture site. The indicator wire showed no damage before use, the indicator window faced upward during retraction with no observable change, and the indicator wire loop was undamaged upon device removal. One non-sterile exoseal vascular closure device (7f) was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. An 8f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. The functional deployment simulation evaluation could not be performed, as the plug was not received for evaluation, the deployment lever was fully depressed, and the device was received in a fully deployed state. A high magnification evaluation was performed to assess the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed. The exact cause of the issue experienced could not be conclusively determined since the received condition of the device did not match the description provided by the customer as it was received fully deployed with full window transition. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Stenosis as the site was reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. Additionally, the device was received inserted into an 8f sheath. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be depressed and the indicator window had no change. Hemostasis was achieved by manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. No visible damage was noted on the device or packaging prior to use. A non-cordis catheter sheath introducer was used. The femoral artery was verified to be suitable via angiography with an appropriate insertion angle and a vessel diameter =5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stents near the puncture site, and no pre-existing vascular abnormalities. However, vessel stenosis greater than 50% was present at or near the puncture site. The indicator wire showed no damage before use, the indicator window faced upward during retraction with no observable change, and the indicator wire loop was undamaged upon device removal. The device is being returned for evaluation.